Event description:
Add'l info rec'd from MFR 05/25/2004: summary of eval: one used sample was received for analysis. The sample was evaluated and found to leak at less than 1 psi from the smartsite port below the pump segment. No issues were noted with the port on the burette. The leaking port was then visually inspected and the piston was noted to be damaged, causing the leak. Further examination under magnification revealed a single needle puncture on the leaking smartsite valve (blue piston area). Reported problem confirmed, no-for burette smartsite issue. The needle puncture on the top of the smartsite valve, in the blue piston area, caused the leakage. The smartsite valve is not designed to accept a needle. Puncturing the valve with a needle will result in a hole in the valve which will leak even under a small pressure. The dfu specifies not to use a needle on the valve. Use of a prn adapter which will allow access to the valve without the needle touching the valve is recommended. Future reports for this type of incident will be evaluated per the normal complaint process. The conclusion was determined to be a user error and the customer was notified to review the correct use of the valve with appropriate staff.

Event description:
The valve on this tubing leaks when you connect a syringe to it to push a med.